Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a lower extremity bypass surgery on (B)(6) 2017 and the suture was used. When the package was taken out from the box, it was found that the needle had protruded from the package. There were no adverse patient consequences reported. No further information is available.